Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It was reported that the patient was implanted a ncb pp proximal femur plate l, 12h, l. 285 mm on the left side. Since the exact implantation day was not reported, it will be entered as the first day of the month and year reported ((b)(6 2012). Due to breakage of the ncb pp plate, the patient was revised on (b)(6 2013.